Manufacturer narrative:
Super poligrip extra care with poliseal (zinc free formula) is manufactured in (B)(4). The lot number for this product is available (lot x13541). It is unk if the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of constipation in a (B)(6) male pt who received double salt dental adhesive cream (super poligrip extra care with poliseal (zinc free formula) for an unk drug indication. A physician or other health care professional has not verified this report. Concurrent medications included fluticasone propionate +salmeterol xinafoate (advair) and unk (unspecified medications). On an unk date, the pt started double salt dental adhesive cream. At an unk time after starting double salt dental adhesive cream, the pt experienced constipation. Treatment with double salt dental adhesive cream was continued. At the time of reporting, the event was unresolved. Consumer reports the event of constipation. He is taking several medications, including advair. There are several other unspecified medications. Possible co-suspect drug. Multiple lot codes. F/u info received on (B)(6) 2013. Concurrent medical history included parkinson's disease. The consumer queried, "can it cause blocking in the intestinal area. I think I have a blockage" (possible intestinal blockage). This case was assessed as medically serious by gsk. The outcome for the event of possible intestinal blockage was unresolved.